Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during prime/ compromised force sensor system alarm test due to faulty force sensor resistor (tin). There was no compromised force sensor system alarm noted. The pump had scratched reservoir tube window, broken reservoir tube lip, cracked battery tube threads and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that they were trying to change the reservoir and prime/rewind but the insulin squirted out and the pump alarmed compromised force sensor system. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.